Manufacturer narrative:
The leads were returned to saluda for analysis and passed functional testing. It was noted that anchors were not used with the patient, instead the leads were directly sutured in place. The manufacturer's instructions for use (IFU) cautions against suturing directly to the percutaneous lead as it may damage the lead or cause it to fail. The reported lead migration is consistent with lack of anchor use during implant. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
A patient implanted with an evoke spinal cord stimulation system reported inadequate pain relief. Reprogramming was attempted and an x-ray revealed a lead migration. A lead revision was completed. The patient was programmed into closed loop and adequate pain coverage was achieved.

Event description:
Following the patient's revision procedure, impaired healing of the wound at the implant site was reported and the patient was referred to a plastic surgeon.